Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "foggy". No negative impact in state of health reported.

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "foggy", could be confirmed. During the technical inspection of the optics, chemical damage to the distal solder joint was detected, which resulted in a leak. A perforation (pore) is visible at the edge. This allowed moisture to penetrate the system, which adversely affected the imaging. Minimal residues are visible in the negative area of the rod lens system, but these have no effect on the imaging. The damage identified cannot be attributed to a manufacturing or production fault but may have been caused by non-compliant clinical reprocessing. Internal karl storz reference number: (B)(4).